Event description:
When the physician used the subject device to dissect around sacrum during laparoscopic procedure of gynecology, the probe tip broke. There was no pt harm reported.

Manufacturer narrative:
The two subject devices were returned to olympus med systems corp for eval. The eval confirmed that the probe of the first device broke down at 16 mm from the distal end. There was a scratch at the broken point. Also, there were some scratches of the probe. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-01094.